Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the hospital and not returned to the manufacturer for evaluation. Therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that during a balloon inflation, the balloon ruptured. The balloon was removed from the patient without incident. There was no reported patient injury or intervention.